Event description:
The customer reported to olympus, a gif-h180 scope was used inside an animal part and was reprocessed with endoscope reprocessor. The customer indicated that there was no death, injury, or infection related to any reprocessed scopes relating to this event. This complaint is for patient scope that has been potentially reprocessed with oer-pro that also reprocessed animal¿s scope. Additional information has been requested regarding the identification of human scope/scopes that were reprocessed with the endoscope reprocessor. If additional information becomes available, a supplemental report will be submitted accordingly. Patient identifier (B)(6) captures the event with the endoscope reprocessor related to this event.

Manufacturer narrative:
The serial number and model number has not been provided. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device and event information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The device was not returned to olympus however, it is likely that the customer did not correctly understand the scope of application of gif-h180 written in the instructions for use (IFU) and used it on animals. Reprocessing equipment used for animals and equipment used for patients using the same oer-pro is an unexpected use of equipment that olympus has no experience with. The event can be detected/prevented by following the instructions for use which has the following description: operation manual: important information please read before use: intended use describes the applicable scope of the device. Olympus will continue to monitor field performance for this device.